Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of device migration, pain, aqueous misdirection, flat anterior chamber and retinal detachment are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced xen migration in the right eye with severe stabbing pain, aqueous misdirection, flat anterior chamber and retinal detachment in the left eye against the xen®45 gts. Treatment was provided as xen repositioning. The device remains implanted.